Event description:
Healthcare professional reported right side "deflation" and "patient's concern with the product". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d4, d6b, h6.

Event description:
Healthcare professional reported right side "deflation" and "patient's concern with the product". Healthcare professional additionally reported "hole, non-specific." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of anxiety-product/procedure and deflation was received on july 12, 2024. With catalog number mcghan-270. Based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe. Deflation: observed an opening assessed as fold flaw opening and observed a broken plug strap assessed as an unidentified (tear) opening as per the investigation procedure, creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation" and "patient's concern with the product". This record is for the right side. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "deflation" and "patient's concern with the product". Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 08aug2024.